Manufacturer narrative:
Zimvie complaint number: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to infection. Per indicated: placed (B)(6) 2024 pain began (B)(6) 2024 implant spontaneously explanted (B)(6) 2024. Symptoms as a result of the event: pain surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, to replace. Was the procedure completed using another implant or another device? No. Site grafted: allograft placed (B)(6) 2024. Bone density type: type 3.